Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (50) assy dspl bd lvp 8100 were dim segment and burn out line. There was no reported patient involvement.